Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the patient had impedance of less than 50 ohms. The rep reported that he got variations in the patient¿s longevity calculation. The rep reported that he got 70 some month when he took the ins out of the body to test impedance. The rep reported that the reason for the revision was that the therapy was not 50% or greater improvement. The rep reported that the physician thought the lead revision would resolve the issue.

Manufacturer narrative:
Lead now included in system report (B)(4) now applies to the lead (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative determined that the lead was replaced and the impedance issue was resolved.